Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a depleted battery. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the discharged battery was a blown fuse which prevented the battery from being charged. To correct the condition, the battery and fuse were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.